Event description:
It was reported that this pacemaker entered into safety mode. It was expected to be explanted and has been explanted at this time. The pacemaker is also expected to be returned for analysis. There was no remote data received since several months ago. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in an identified internal short and a torn tube. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. It is expected to be explanted and has been explanted at this time. The pacemaker is also expected to be returned for analysis. There was no remote data received since several months ago. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. It is expected to be explanted but remains in service at this time. There was no remote data received since several months ago. No adverse patient effects were reported.